Event description:
Customer reported unexpected negative reactions on a patient sample. Anti-k was not detected by capture-r ready-screen (pooled cells), on galileo; lots cw169 and cw171 were used. Anti-k was detected using an alternative method.

Manufacturer narrative:
The reactivity of the anti-k antigen was confirmed on retention capture-r ready-screen (pooled) lots cw169 and cw171. The customer sent sample for investigation testing. The sample reacted 3+ when tested with capture-r ready-screen (pooled) lots cw169 and cw171 on an in-house galileo. The sample was tested with by manual tube method and reacted 1-3+ with cw cells at the antiglobulin phase.